Event description:
Baxa exacta-mix valve set primary valve assembly product number 713s: primary tubing either too long or stretched too much causing large errors in tpn compounding with baxa 24 station pump.